Event description:
Customer reported that the insulin pump was not delivering insulin as it should. There was an emergency room visit for high blood glucose. At the time of the visit customer's blood glucose was 398 mg/dl. Customer was hospitalized due to uncontrollable high blood glucose, ketones and borderline diabetes ketoacidosis. Hospital treated with IV. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Programmed boluses delivered properly during testing. No slow pump delivery or bolus anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.